Event description:
As reported by a field clinical specialist (fcs) during a tavr procedure for stenosis and calcification with a 29mm sapien 3 valve in the aortic position, during advancement of the prepped valve through the 16f esheath plus, the md felt resistance at the distal end of sheath and a distinct jump forward as the valve exited the sheath. No harm to the patient was noted. The valve was deployed successfully without incident. Post procedure the sheath was removed with dilator without incident. The tip of the sheath appeared to have damage. Per the fcs, the initial reporter did not allege the edwards devices were deficient. There were no abnormalities noted with the sheath prior to use. The expansion tool was used, and the loader was able to be fully inserted into the sheath/sheath housing. The sheath was not inserted at a steep angle. The valve was near the distal end of the sheath when the extra resistance was felt. The damage was to the distal tip of the sheath which was torn and jagged. Per pre-deco evaluation of the returned device, the distal tip was torn.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for a torn distal tip was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per the complaint description, ''during advancement of the prepped valve through the 16f esheath plus, the md felt resistance at the distal end of sheath and a distinct jump forward as the valve exited the sheath. No harm to the patient was noted. The valve was deployed successfully without incident. Post procedure the sheath was removed with dilator without incident. The tip of the sheath appeared to have damage.'' Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a previous product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access vessel tortuosity. Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective nor preventative actions (pra) are required.